Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported patient presented in hospital for pocket evacuation due to hematoma. Device was explanted and replaced.